Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hos has reported no pt injury occurred.

Manufacturer narrative:
12/23/97-supplemental report #1 submitted to FDA.